Manufacturer narrative:
Concomitant medical products: 429888 lead, implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead high-voltage rv and superior vena cava (svc) impedances were high and an audible alert was triggered. It was also reported that the rv lead was fractured and the high power rv coil was not "all the way past the pin." The lead was explanted and replaced. The patient was a participant in the electrocardiogram (ECG) belt study. No patient complications have been reported as a result of this event.